Event description:
A user facility¿s charge nurse (cn) reported that a dialyzer blood leak occurred two hours after the initiation of a patient¿s hemodialysis (hd) treatment. There was no defect or damage noted on the dialyzer. A fresenius 5008x hd machine and fresenius 5008x bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 280ml. There was no patient serious injury or medical intervention required due to this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The cn said the patient's blood pressure (bp) dropped an unspecified length of time after restarting treatment. The drop in bp was reportedly unrelated to the blood leak. The patient was given substitution fluid (normal saline), which was administered per standing order. The patient did not complete their treatment on the day of the event, but they were sent home in stable condition. The patient has no prescribed anticoagulation scheme and therefore had not been given any heparin on the event date. The patient's hematocrit (hct) was 28.8% post-treatment. The complaint device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, h3, h10.

Event description:
A user facility¿s charge nurse (cn) reported that a dialyzer blood leak occurred two hours after the initiation of a patient¿s hemodialysis (hd) treatment. There was no defect or damage noted on the dialyzer. A fresenius 5008x hd machine and fresenius 5008x bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 280ml. There was no patient serious injury or medical intervention required due to this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The cn said the patient's blood pressure (bp) dropped an unspecified length of time after restarting treatment. The drop in bp was reportedly unrelated to the blood leak. The patient was given substitution fluid (normal saline), which was administered per standing order. The patient did not complete their treatment on the day of the event, but they were sent home in stable condition. The patient has no prescribed anticoagulation scheme and therefore had not been given any heparin on the event date. The patient's hematocrit (hct) was 28.8% post-treatment. The complaint device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Visual examination and a tightness test of the sample did not confirm the reported failure. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint could not confirm the reported event.

Event description:
A user facility¿s charge nurse (cn) reported that a dialyzer blood leak occurred two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius hd machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.